Event description:
An ophthalmic surgeon reported that when switching from infusion to air fluid exchange, during vitreoretinal surgery, the air fluid exchange did not work. The system had been primed and calibrated prior to the event. The procedure was completed by exchanging the pak for a new one. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).